Event description:
A customer obtained biased k+results for three patient samples. None of the results were reported to the physician. Biased k+ results of the magnitude observed by the customer might lead to inappropriate physician action. There was no report of patient harm as a result of this event.